Event description:
Clinic notes were received indicating that following lead replacement surgery on (B)(6) 2014, the vns patient began experiencing an increase in seizures. Despite multiple adjustments to her device settings following replacement surgery, the patient was unable to feel normal mode and magnet mode stimulation from her device. The patient¿s device reportedly showed lead impedance within normal limits during replacement surgery with the replacement lead and existing generator. Diagnostic results at subsequent follow-up appointments after replacement surgery showed normal device function. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date. The lead replacement was reported in manufacturer report # 1644487-2014-01417.